Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/24/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device return additional information was received: after investigation, the specific gender and age of the patient are unknown. On (B)(6) 2022, the patient underwent open surgery (the specific operation name and patient diagnosis are unknown). The surgeon used (B)(6) to sew tissue (the specific suture tissue level and suture method are unknown). The needle was broken during sewing (the specific length of the broken end of the needle is unknown). The broken end of the needle does not fall into the patient's body, the surgeon immediately visually looked for the broken needle and found it on the operating table. After checking the integrity of the suture needle, a new device (the specific product information is unknown) was used to continue the surgery, and the subsequent operation is smooth. The event caused no harm to the patient and no subsequent adverse event report was received. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m